Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil had high/ undefined impedance. The rv defibrillation impedance was rising, and the lead exhibited short intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.